Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine follow-up, noise and an impedance issue were observed. Externalized conductors were observed under fluoroscopy. The lead remains implanted. There were no adverse consequences to the patient.

Event description:
New information received notes that tachy therapy was programmed off. The lead was capped and replaced. The patient was recovered.